Event description:
The customer reported that the monitor did not generate an audible vtach alarm. The pt required emergent care.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.